Event description:
The expiration date, printed on the strip vial, was illegible. The MFR's electronic inventory system shows that the corresponding lot number has expired. No pt injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.